Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The patient's daughter stated that the patient received an erroneous result when testing with coaguchek xs meter serial number (B)(4). At 10:00 a.m., a sample from the patient was tested using the meter, resulting with a value of 5.3 inr. At 1:00 p.m., a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 3.8 inr. The patient's coumadin dosage was changed to 2.5 mg. Based on the meter result. No adverse events were alleged to have occurred with the patient. The patient's current condition is good. The patient's therapeutic range is 2.5 - 3.0 inr. The patient's testing frequency is once per week, but this depends on his inr value. The patient was not anemic and did not have antiphospholipid antibodies such as lupus. The patient did not take heparin or direct thrombin inhibitors. The patient did not have any changes in medication or diet. The patient did not have a special or unusual diet. The patient did not have any bleeding or bruising which required medical treatment. The patient's daughter stated that when the meter and test strips were received by them, they were both extremely cold and took a while to warm up before they could be used. The patient's product was requested for investigation and replacement product was sent to the patient.

Manufacturer narrative:
Relevant retention test strips (lot 361438) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.